Manufacturer narrative:
The remote service engineer advised the customer that a software update is currently being worked on that can be implemented on ventilators as soon as it is released. The record will be closed and will be reopened when the software update becomes available.

Manufacturer narrative:
(B)(6).

Event description:
The customer reports that when the covid patient is on high flow therapy and coughs, the ventilator alarms and lowers the flow to 10 l/min. The ventilator was in use on a patient at the time of the issue. The customer evaluated the device with the assistance of a remote service engineer (rse). The complete repair information is pending.